Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device went into back-up mode after the patient was defibrillated. A download was successful in taking the device out of back-up mode, but the measured battery data was 2.21v, <1 kohms and dashes (---) for the current drain. Subsequently, the device was replaced.